Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope had a problem with the aspiration system. Upon inspection and testing of the returned device, it was noted that there was foreign material inside the scope. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that air/water was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, d9, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the black plastic foreign material clogged in the air/water nozzle and channel was unable to be identified. Olympus will continue to monitor field performance for this device.